Event description:
Information was received from a manufacturer representative regarding a wireless recharger (wr). It was reported that the recharger would not get out of ship mode. The battery level lights on the recharger kept blinking. They redocked the recharger several times, powered the recharger back on several times, and plugged it into the wall several times, with no change. The recharger was replaced and was going to be returned. There was no patient involvement in this event.

Manufacturer narrative:
H3 analysis of the retuned recharger revealed dut does not response to a button press hard reset. When placed on the dock, dut does not charge, only draws 23 ua, and battery leds cycle continuously. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.